Manufacturer narrative:
On 03/21/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Red material was observed within the device. Yellow material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm and a crease located on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow and red material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/29/2018, mentor became aware of the following: the device history record (DHR) of lot number 246839 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. Correction: on 10/07/2018, mentor became aware that the correct catalog number for lot #246839 is 3542610, not 3542630 as was initially reported to the FDA. The suspect medical device is a mentor siltex round moderate profile 125cc saline breast prosthesis, not a mentor siltex round moderate profile 225cc saline breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(4) -year-old female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 225cc saline breast prosthesis that deflated after implantation. In addition, the patient developed capsular contracture (baker grade I) in her right breast. As a result, the patient underwent explantation and replacement with a mentor memorygel breast implant 250cc gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 02/06/2019, mentor received additional information about the event: - the mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted - it was reported in follow-up report #1 that the catalog number of the suspect medical device is 3542610, which corresponds to a mentor siltex round moderate profile 125cc saline breast prosthesis. However, mentor product analysis lab received an unspecified 225cc saline breast prosthesis. The initial reporter confirmed received device is the correct device. The brand name has been updated to unknown saline implants, catalog number updated to unk_saline implants. The PMA number is unknown manufacturer¿s reference number: (B)(4).